Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported the device was defective/broken around female luer. The event date was ongoing since nov-2024. The female luer cracked like the others. There was patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. There is a CAPA related to issue described in the customer's reported complaint. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.